Event description:
It was reported in (B)(6) the clinic was concerned about the patient as he is a poor performer. The patient's main complaint is that he hears two voices together, but clearly expresses that he is not hearing an echo. Mapping adjustments have failed to resolve the issue. Per the patient, this has been present since his initial fit with his speech processor. He denies any pain, intermittencies, or abnormal auditory percepts, such as hissing or static. Testing did not reveal any malfunction of the device. Info received on july 22, 2010, stated that the patient has only achieved limited benefit in hearing despite undergoing significant mapping/reprogramming sessions as well as repeated integrity testing and was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.